Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been by the patient's legal representative that the patient underwent an initial hip procedure on an unknown date. Unknown biomet and competitor's (smith and nephew) products have been implanted. Subsequently, the patient alleges undefined personal injuries. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.